Event description:
The customer reported the evis lucera elite colonovideoscope displayed a e315 unsupported scope error message. The error was displayed during regular maintenance. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the e315 error message was caused by corrosion inside of the electrical connector. In addition, analysis found the leakage test connector was leaking and there were electrical continuity error due to water invasion in the scope connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts, such as a corroded scope connector, and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image" "·general policy - precautions - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.